Manufacturer narrative:
The insulin pump received with normal operating currents. However, the insulin pump alarmed failed battery test due to corroded battery tube. The insulin pump received with corroded battery tube, partially broken reservoir tube lip, broken battery tube threads, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test with every battery change. Customer stated that the battery compartment had severe corrosion. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.